Manufacturer narrative:
A DHR review was conducted based on the lot number provided and the records were found to be complete and accurate. A review of production documentation, in-process and QAI inspection records, Gainseeker data, Finished Goods records, and sterilization documentation identified no abnormalities, non-conformances, or adverse trends related to the reported UTI. A root cause could not be determined. Hollister will continue to monitor this reported issue.

Event description:
It was reported that the patient experienced urinary tract infections (UTIs) while using Hollister's Onli catherter. It was also reported that the catheter lubricant was thicker than normal and appeared gel-like rather than liquid and the patient associated the frequent UTIs with the thick lubricant.